Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the heartstart mrx als monitor indicating that the plate is broken. There was no patient involvement.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the mrx device indicating that the paddle/plate is broken. The fse evaluated the device on site. It was determined that the external paddles are broken the replacement for which was ordered. The device is fully functional. Based on the information available and the testing conducted, the cause of the reported problem was broken paddle. The customer ordered the replacement paddle to resolve the issue.

Event description:
Philips received a complaint on the heartstart mrx als monitor indicating that the external paddle is broken. There was no patient involvement.